Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a gauze sponge. The customer reports that while using the gauze sponge to debride and protect the wound bed, the end of the gauze sponge is fraying out of the package, falling apart during use, and remaining in the wound bed once the sponge is removed. In response, the customer states that the nurse was able to successfully remove the pieces of the sponge from the wound bed with no further medical intervention.

Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.